Event description:
Patient had an austin moore hip put in on 11/14/92. Patient was taken back to the floor and on 11/16/92 the drain was removed from the patient and the nurse noticed that there was no resistance and the tubing should have been longer. After x-rays were obtained, it was discovered that approximately 3" of tubing had remained in the patient. On 11/16/92 the patient went back into susrgery to have the piece of tubing removed. The patient is not experiencing any problems at this time. The product will be sent to mfg for a full evaluationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.